Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2013 upon sensor failure, patient removed sensor and could see the sensor wire which he pulled out and threw away.